Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") and hemianaesthesia ("numbness in left side of body") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), hemianaesthesia (seriousness criterion medically significant), chest pain ("chest pain"), fatigue ("fatigue"), back pain ("severe back pain"), headache ("headaches") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (total laparoscopic hysterectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. On (B)(6) 2014, 11 months 11 days after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the abdominal pain lower, hemianaesthesia, chest pain, fatigue, back pain, headache, weight fluctuation and procedural pain was resolving. The reporter considered abdominal pain lower, back pain, chest pain, fatigue, headache, hemianaesthesia, procedural pain and weight fluctuation to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes confirmed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013, and reported adverse events including severe cramping and numbness in left side of body. The plaintiff underwent a total laparoscopic hysterectomy approximately one year after insertion ((B)(6) 2014). Abdominal pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, pelvic organ prolapse and musculoskeletal conditions are among the most frequent causes. In this particular case, alternative explanation was not available for her pain. Hemianaesthesia is loss of sensations that affect face, arm, trunk and leg of one side of the body. It is usually seen in lesions of the thalamus, internal capsule or cortex of contralateral side. In this particular case, the exact date and the mechanism of the events are not known. This case was classified as incident since surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping / lower abdomen pain") and hemianaesthesia ("numbness in left side of body") in a 24-year-old female patient who had essure (batch no. 50676287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, headache, back injury and panic attack. Previously administered products included for an unreported indication: zoloft. Concomitant products included oral contraceptive nos since 2008 for birth control. On (B)(6)2013, the patient had essure inserted. In may 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and weight increased ("weight gain"). In june 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In july 2013, the patient experienced fatigue ("fatigue / fatigue"). In september 2013, the patient experienced alopecia ("hair loss"). In october 2013, the patient experienced migraine ("migraines"). On (B)(6)2014, 11 months 11 days after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), hemianaesthesia (seriousness criterion medically significant), chest pain ("chest pain / like a numbness in chest"), back pain ("severe back pain"), headache ("headaches / headaches"), weight fluctuation ("weight fluctuations"), allergy to metals ("nickel allergy"), mood swings ("I had massive mood swings"), anger ("anger") and psychiatric symptom ("loneliness"). The patient was treated with panadeine co (tylenol #3), ibuprofen and surgery (total laparoscopic hysterectomy on (B)(6)2014). Essure was removed on (B)(6)2014. At the time of the report, the abdominal pain lower, chest pain, fatigue, back pain, headache, migraine, allergy to metals, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, mood swings, anger, psychiatric symptom and alopecia had resolved and the hemianaesthesia, weight fluctuation and procedural pain was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anger, back pain, chest pain, dysmenorrhoea, dyspareunia, fatigue, headache, hemianaesthesia, migraine, mood swings, pelvic pain, procedural pain, psychiatric symptom, weight fluctuation and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff¿s symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: full occlusion of fallopian tubes confirmed most recent follow-up information incorporated above includes: on (B)(6)2018: events- "migraines, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain, I had massive mood swings, anger, loneliness, hair loss",reporter, lot number, historical and concomittant condition added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping / lower abdomen pain") and hemianaesthesia ("numbness in left side of body") in a 24-year-old female patient who had essure (batch no. 50676287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, headache, back injury and panic attack. She has absolutely no pain or discomfort.no evidence of endometriosis, adhesive disease, essurev displacement or perforation, or any other pelvic pathology on recent laparscopy. However, last cycle was improved. She had no pelvic pain outside of menses, but severe incapacitating pain with referred chest pain during menses, there was no evidence of any extrusion of the ensure device through the uterine serosa or the fallopian tubal wall. Both ovaries had small follicles, but no dominant cystic masses are noted and no adhesions are noted. Complications: none. There was no evidence of abnormal positioning of the essure devices nor any perforation through the serosa of the fallopian tubes. She did have some pelvic-type cramping with menses,. Previously administered products included for amenorrhea: depo-provera; for an unreported indication: zoloft. Concurrent conditions included numbness, shoulder pain, numbness in leg, upper abdominal pain, swollen lymph nodes, paraesthesia oral, depression, anxiety, menstrual cramps and nickel sensitivity. Concomitant products included oral contraceptive nos since 2008 for birth control, bifidobacterium infantis (align) since 2016 for irritable bowel syndrome as well as multivitamin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue / fatigue"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced migraine ("migraines"). On (B)(6) 2014, 11 months 11 days after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), hemianaesthesia (seriousness criterion medically significant), chest pain ("chest pain / like a numbness in chest"), back pain ("severe back pain"), headache ("headaches / headaches"), weight fluctuation ("weight fluctuations"), allergy to metals ("nickel allergy"), mood swings ("I had massive mood swings"), anger ("anger") and psychiatric symptom ("loneliness"). The patient was treated with panadeine co (tylenol #3), ibuprofen and surgery (total laparoscopic hysterectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, chest pain, fatigue, back pain, headache, migraine, allergy to metals, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, mood swings, anger, psychiatric symptom and alopecia had resolved and the hemianaesthesia, weight fluctuation and procedural pain was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anger, back pain, chest pain, dysmenorrhoea, dyspareunia, fatigue, headache, hemianaesthesia, migraine, mood swings, pelvic pain, procedural pain, psychiatric symptom, weight fluctuation and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff¿s symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes confirmed a pelvic ultrasound was obtained on (B)(6) 2013 and this revealed an essentially normal study with echogenic foci bilaterally at the cornua of the uterus likely representing the appropriate placement of the essure coils. Surgical pathology report: diagnosis: litres, hysterectomy: 1) cervix: focal acute and chronic cervicitis 2) endometrium: weakly proliferatwe endometrtitm 3) myometrrau serosa: diffuse angionistous proliferation; benign (see comment) 4) fallopian tubes, bilateral: focal foreign body reaction and inflammation (intralitminal coils identified) concerning the injuries reported in this case, the following ones chest pain, headache, fatigue. Moodiness, weight gain, back pain, dysmenorrhea, confirmed in patient¿s medical records wrong sources document attached. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping / lower abdomen pain") and hemianaesthesia ("numbness in left side of body") in a 24-year-old female patient who had essure (batch no. 50676287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, headache, back injury and panic attack. She has absolutely no pain or discomfort. No evidence of endometriosis, adhesive disease, essure displacement or perforation, or any other pelvic pathology on recent laparoscopy. However, last cycle was improved. She had no pelvic pain outside of menses, but severe incapacitating pain with referred chest pain during menses, there was no evidence of any extrusion of the ensure device through the uterine serosa or the fallopian tubal wall. Both ovaries had small follicles, but no dominant cystic masses are noted and no adhesions are noted. Complications: none. There was no evidence of abnormal positioning of the essure devices nor any perforation through the serosa of the fallopian tubes. She did have some pelvic-type cramping with menses,. Previously administered products included for amenorrhea: depo-provera; for an unreported indication: zoloft. Concurrent conditions included numbness, shoulder pain, numbness in leg, upper abdominal pain, swollen lymph nodes, paraesthesia oral, depression, anxiety, menstrual cramps and nickel sensitivity. Concomitant products included oral contraceptive nos since 2008 for birth control, bifidobacterium infantis (align) since 2016 for irritable bowel syndrome as well as multivitamin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue / fatigue"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced migraine ("migraines"). On (B)(6) 2014, 11 months 11 days after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), hemianaesthesia (seriousness criterion medically significant), chest pain ("chest pain / like a numbness in chest"), back pain ("severe back pain"), headache ("headaches / headaches"), weight fluctuation ("weight fluctuations"), allergy to metals ("nickel allergy"), mood swings ("I had massive mood swings"), anger ("anger") and psychiatric symptom ("loneliness"). The patient was treated with panadiene co (tylenol #3), ibuprofen and surgery (total laparoscopic hysterectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, chest pain, fatigue, back pain, headache, migraine, allergy to metals, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, mood swings, anger, psychiatric symptom and alopecia had resolved and the hemianaesthesia, weight fluctuation and procedural pain was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anger, back pain, chest pain, dysmenorrhoea, dyspareunia, fatigue, headache, hemianaesthesia, migraine, mood swings, pelvic pain, procedural pain, psychiatric symptom, weight fluctuation and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff¿s symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes confirmed a pelvic ultrasound was obtained on (B)(6) 2013 and this revealed an essentially normal study with echogenic foci bilaterally at the cornua of the uterus likely representing the appropriate placement of the essure coils. Surgical pathology report: diagnosis: litres, hysterectomy: 1) cervix: focal acute and chronic cervicitis. 2) endometrium: weakly proliferate endometrium. 3) myometria serosa: diffuse angionistous proliferation; benign (see comment). 4) fallopian tubes, bilateral: focal foreign body reaction and inflammation (intraliminal coils identified). Concerning the injuries reported in this case, the following ones chest pain, headache, fatigue. Moodiness, weight gain, back pain, dysmenorrhea, confirmed in patient¿s medical records wrong sources document attached. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") and hemianaesthesia ("numbness in left side of body") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), hemianaesthesia (seriousness criterion medically significant), chest pain ("chest pain"), fatigue ("fatigue"), back pain ("severe back pain"), headache ("headaches") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (total laparoscopic hysterectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. On (B)(6) 2014, 11 months 11 days after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the abdominal pain lower, hemianaesthesia, chest pain, fatigue, back pain, headache, weight fluctuation and procedural pain was resolving. The reporter considered abdominal pain lower, back pain, chest pain, fatigue, headache, hemianaesthesia, procedural pain and weight fluctuation to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes confirmed. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013, and reported adverse events including severe cramping and numbness in left side of body. The plaintiff underwent a total laparoscopic hysterectomy approximately one year after insertion ((B)(6) 2014). Abdominal pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, pelvic organ prolapse and musculoskeletal conditions are among the most frequent causes. In this particular case, alternative explanation was not available for her pain. Hemianaesthesia is loss of sensations that affect face, arm, trunk and leg of one side of the body. It is usually seen in lesions of the thalamus, internal capsule or cortex of contralateral side. In this particular case, the exact date and the mechanism of the events are not known. This case was classified as incident since surgical intervention was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.